Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645 lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited gradually increasing impedance on the low voltage portion of the lead due to a possible fracture. At the time of the device replacement, the rv impedance was reported to be stable. The rv lead remains in use. No patient complications have been reported as a result of this event.